Manufacturer narrative:
(B)(4).

Event description:
Received information the ins was overdischarged. Medtronic representative did perform a physician mode recharge and cleared the power on reset mode. Patient was advised to recharge completely before using his device. Patient is also experiencing unfavorable stimulation so the physician plans to do a revision. Patient had his revision and two extensions were replaced, no leads were explanted. Patient had high impedances and no boots were placed over the original extensions. The patient is now able to use his system again and is receiving effective therapy. No devices will be returned to the manufacturer for analysis.